Event description:
Healthcare professional reported bilateral rupture and capsular contracture (baker grade iii). Rupture was diagnosed by MRI scan. This record relates to the right side. The device has been explanted.

Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: bilateral rupture and capsular contracture (baker grade iii).

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, two openings on radius/posterior side assessed as surgical damage. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: creases are observed. White particles were observed on the shell. Wear abrasion is observed. Visual analysis of the photographs identified: red particles on the surface of the shell. Opening. Crease fold. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii. The device has been explanted.